Event description:
It was reported the patient complained of pain at the implantable neurostimulator (ins) site and would not turn therapy on. Patient declined to have the system interrogated. System was subsequently explanted.